Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was not assigned to the specific patient. The patient had two profiles, with one appearing as discharged, and the second profile did not display any medications assigned to the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order was not went to patient. A technical support specialist dialed in to the server and validated that the sample patient had two statuses discharged and admitted. The tss noticed that the admitted patient with the encounter ID did not receive any orders from pis/adt (admit discharge and transfer). The tss advised the pis (patient information system) team to resend the orders for the sample patient, which resolved the issue. The tss also confirmed that the device was out of retries. The tss communicated the findings to the customer and closed the case due to no further response.